Manufacturer narrative:
An endoscopy support specialist (ess) was dispatched to the user facility to observe the facility¿s reprocessing technique. To date, the ess visit has not been finalized. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured positive for enterococcus gilvus after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The endoscopy support specialist (ess) observed the technician perform leak testing and manual cleaning of the tjf 160f. All steps in the reprocessing manual were performed. The ess observe that the forceps elevator and recess were flushed prior to flushing the elevator channel. The ess recommended following the manual and flushing the elevator channel first ahd obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. This will maintain a dirty to clean work flow. In addition, the ess recommended removing dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automated endoscope reprocessor (aer) machine. The scope was sent to an external expert for destructive sample testing. The OEM (omsc) received the destructive sampling test report created by an external laboratory. The destructive sampling identified comamonas testosterone which is categorized high concern organisms. The reported enterococcus gilvus was not identified. Additionally, the external expert noted during destructive sampling: -bleaching of the glue of the bending section -surplus of glue around the light guide lens -presence of hole at the glue around the air/ water nozzle an engineer was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample from the scope that tested positive. There were no deviations found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Based on the investigations and glue condition on the scope, insufficient reprocessing cannot be ruled out as a contributory factory of the reported positive scope culture